Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited no capture due to lead dislodgement as the vessel was too large. There was no asystole reported and dislodgment was confirmed through x-ray imaging. This lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The return of the product was requested. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.